Event description:
It was reported that a patient on peritoneal dialysis therapy experienced inadequate iodine in their minicap while performing therapy on their homechoice device. This event was reported to occur during patient use. There was no patient injury or medical intervention reported in connection to this event at the time of this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported during follow up that the patient did not use the minicaps with inadequate iodine. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device manufacture date: 04/11/2014 - 04/17/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.